Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator the pt was taken back to the operating room in the middle of the night for low flow issues. The surgeon on call noticed by echocardiogram and x-ray that the inflow conduit was malpositioned. The pt was taken to operating room to fix inflow by repositioning the apical sewing ring and replacing all sutures with new sutures and felt ring around the lv core.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.